Manufacturer narrative:
The insulin pump had a blank display due to an open component on the interface circuit board. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and cracked reservoir tube lip. The displacement test could not be performed due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated she was using an aaa energizer battery. The customer also stated that the battery compartment and spring was neither damaged nor corroded. The customer stated that the display on the screen did not return after troubleshooting. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.